Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 275cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with a mentor siltex round moderate profile 275cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 08/02/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown and white material was observed within the device. Brown material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.3 within an area of siltex cracking located on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. No other anomalies were discovered. Complaint was confirmed. There is no evidence that the issue is related with manufacturing. At this point is not possible to determine the etiology of the white and brown material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).